Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health effect ): f2203.

Event description:
A healthcare professional reported a right side device rupture diagnosed by ultrasound and ¿a few rare insignificant calcifications.¿ diagnosed by mammography . The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. .

Event description:
A healthcare professional reported a right side device rupture diagnosed by ultrasound and ¿a few rare insignificant calcifications.¿ diagnosed by mammography . The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flow opening. ¿ calcification: unable to observe as it is not related to the device. Additional observations: ¿ delamination observed assessed as cohesive failure. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported a right side "intracapsular rupture" diagnosed by ultrasound and ¿a few rare insignificant calcifications.¿ diagnosed by mammography ¿heterogeneous dense breasts with fibroglandular tissue involving the entire parenchyma in the form of somewhat dissociated fibrosis (bi-rads c density)¿ and ¿a few rare bilateral and insignificant calcifications.¿. The device has been explanted and replaced with a non-abbvie device.